Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the sensor. The insulin pump alarmed bad sensor alert. Customer's blood glucose was 526 mg/dl. Troubleshooting was performed for high blood glucose and the site was changed. Customer declined troubleshooting for calibration error. Customer was advised to change the sensor. Customer agreed to return the sensor for analysis.